Event description:
It was reported that using an unspecified artery access approach during a coronary artery procedure, the balance middleweight elite guide wire was advanced, but met resistance 30 cm proximal to the tip ball and the balloon catheter guide wire exit notch. It was noted that a second physician attempted to maneuver the guide wire and also felt the resistance between the devices. The device was removed separately and replaced; it is not known if resistance was met during removal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.